Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, a standard pre balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. After the first implant attempt, the valve was noted to be too deep on the non-coronary cusp (ncc), and was recaptured. After the second implant attempt, the valve was noted to be too deep on the left coronary cusp (lcc) and was recaptured a second time. On the third attempt, the valve was fully deployed and landed at an approximate depth of 0 mm on the ncc and 4 mm on the lcc. After the wired pigtail was removed from the ncc, an aortogram was taken to visualize the valve and it was noted that the valve had dislodged to -5 mm on the ncc and 4 mm on the lcc. Moderate paravalvular leak (pvl) warranted the implant of an additional valve. A second delivery catheter system (dcs) successfully implanted a second 29 mm valve at a depth of 2 mm on the ncc and 6 mm on the lcc with no residual pvl. The patient was stable throughout the procedure. No additional adverse patient effects were reported.